Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug were not returned. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicates the sensor was never activated). Therefore, the issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6). Section h4 (device mfg date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result which was higher than he felt. As a result, customer was conscious but could no longer speak, ¿could not act¿ and was unable to self-treat, requiring third-party administration of sugar water and a glass of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received an unspecified high sensor scan result which was higher than he felt. As a result, customer was conscious but could no longer speak, ¿could not act¿ and was unable to self-treat, requiring third-party administration of sugar water and a glass of juice for treatment. There was no report of death or permanent impairment associated with this event.